Manufacturer narrative:
The complaint is not confirmed. One unpackaged ar-6475 serial (B)(6) was returned for investigation. The returned device was visually inspected and noted typical signs of wear and tear. The returned device was assembled with an ar-6430 lot# 40067370 and ar-6421 lot# 65708975 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine. Upon letting the pump run for 53 minutes, the pump was stopped and waited for a few minutes, looking for the device to reset. And after several attempts, the reported failure could not be reproduced. A clamp test was performed as a safety check to ensure the sensor system works appropriately. After the air had been purged from the tubing, the clamp was closed at the patient end of the tubing. The machine triggered an alarm, and the inflow rollers stopped. This is the expected behavior. A cause of the loud motor can be attributed to wear and tear from extended usage in the field since the device was manufactured in 2016. No problem found related to the complaint allegation.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/29/2023, it was reported by a sales representative via (B)(4) that an ar-6475 cwiii arthroscopy pump had an issue. The device's display was showing only "xxxxs", no information was being displayed. The issue was discovered during the surgery. Another device was swapped, and the case was completed with no adverse effects to the patient. This occurred during use in an unspecified procedure with no patient harm. Additional information has been requested.